Manufacturer narrative:
Other relevant device(s) are: sfw kit 9735737 stealth s8 cranial EU-sc; upn (B)(4). The system logs were received for analysis. Log analysis confirmed that the scans that were sent to the navigation system from the imaging system were non-navigated. That means that auto-registration was not available. The software investigation found that the reported event was unrelated to a software issue. The software functioned as designed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a electrode and probe placement procedure. It was reported that the site was unable to transfer imaging scans to the navigation device. It was not specified if this was for auto-registration or what error was received, if any. It was further reported that the scans were loaded into the navigation system through pacs used for planning. Stereotaxy mode was selected on the imaging system, a scan was taken with the network cable disconnected. After this was done, the site stated that they were unable to select the navigation system under 'navigation connection' on the imaging system. The site had the navigation system under 'images' when trying to transfer the scans. It was possible to transfer the same exam from the imaging system to the navigation system without issue while the representative was one site. There was no impact on patient outcome and delay was less than an hour.